Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported endophthalmitis two weeks following a glaucoma filtration device implant procedure. The device was removed.

Manufacturer narrative:
Product evaluation: the shunt was returned for the investigation: visual inspection: the shunt body had residues and scratches. Inner illumination: the shunt restriction unit was blocked. After the cleaning the lumen was open. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. There is no indication for manufacturing related factors that could cause the reported event. The root cause is inconclusive - since the reported event could have been caused by many different reasons during the clinical procedure. (B)(4).